Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator being used for a mas tectomy. It was reported that on behalf of site that during a case, the site reported the handpiece "starting overheating and emitting smoke and they could see small flames inside the device." The site reported they removed instrument from sterile field and continued with case. Patient was present but site stated no impact to patient or sterile field. There was a delay of less than 1 hour.

Manufacturer narrative:
H3: complaint was unconfirmed. Upon receiving the device, it looked to be unused with no damage. The device was decontaminated and then tested per wi. Upon testing, the handpiece did work correctly and there was no smoke or small flames that formed and there was no overheating. The coating is worn on the blade. H6: codes b01, c19 & d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.